Manufacturer narrative:
The issue in question is considered a reportable event since the malfunction "leaking/ defective mixer valves" ventilator alarming but the ventilation continues. The unit needs to be replaced. The root cause of the ventilator device "leaking/ defective mixer valves" alarm during ventilation was due to a defective mixer valve or mixer block. Within this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while it was used for treatment or diagnosis. No patient or user or third party was harmed. The failure "leaking/ defective mixer valves" during ventilation may lead to a delay of the procedure as the procedure must be re-planned or completed using an alternative means of ventilation. The issue is not likely to be serious to public health but is likely to cause serious injury or death if it were to recur. Since the complaint in question was submitted to hamilton medical ag almost 2 years ago, no attempts will be made to obtain additional information. The allegation in this case was confirmed to be a complaint. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to the issue in this case as it will be deemed a reportable event.

Event description:
The machine give tf:5507 which is related to mixer valve leak .